Event description:
It was reported that stent dislodgment occurred. The 4.00 x 16mm synergy megatron mr drug-eluting stent was selected for use. During the procedure the stent dislodged in the proximal right coronary artery and was removed with a snare. The procedure was completed with another of the same device. There were no patient complications.